Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that guidingblock f/locking attachment plate no visual issues were identified. The dimensional inspection was performed for the guidingblock f/locking attachment plate and it is within the specification limits. The functional test was not performed since the device was received by self. The observed unable to assemble condition of the components is not consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for guidingblock f/locking attachment plate. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part number: 03.120.044, lot number: 87p2168, manufacturing site: haegendorf, release to warehouse date: 17 february 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j sales representative. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part number: 03.120.044, lot number: 87p2168, manufacturing site: (B)(4), release to warehouse date: february 17, 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the guiding block and the locking attachment plate got stuck and were not come off during assembly for demonstration. Also, the guiding block came off eventually. As well as the connecting screw also came off at the same time. The tip of the screwdriver which was used to lock the upper part of the connecting screw had been chipped off. The screwdriver was unable to grasp the upper part of the connecting screw. These devices and implants were prepared for demonstration in study meeting. These events don¿t include any patients. No further information is available. This complaint involves six (6) devices. This report is for (1) guide block f/locking attachment plate. This report is 1 of 6 for (B)(4).